Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 285 at 8:22 am, 300 at 8:30 am, 120, or 110 at 8:40 am. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.